Manufacturer narrative:
On 3/26/17 - this complaint was on the patient's ra lead which was reported on another MDR. There are no known complaints against this rv lead. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was reported to have high impedances. No action was taken and the lead remains implanted. Should additional information be received, this file will be updated.